Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the customer site. The facility had not had an asp service contract in place and was using a non-asp trained biomed to complete preventative maintenance and observed part replacements used were not validated for the sterrad® system. The fse proceeded to flush the vacuum pump and replace catalytic converter and oil mist filter to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "foul odor" or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from six months prior to open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned. The assignable cause of the odor/smells issue is due to non-asp parts being used in the sterrad. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. A customer letter was sent in regards to the use of non-asp parts being used in the sterrad. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #:(B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were observed that would contribute to the reported issue at the time of release. Asp complaint ref #: (B)(4).